Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the intermittent image could not be identified. However, it is likely the cause was related to a faulty sdi cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into an olympus field service engineer (fse) to report their device issue. The fse advised that the customer re-check the cabling to the unit to verify the connections. The customer did, and confirmed that the image issue was still occurring, at that time the fse informed the customer that he would be making an on site visit to review the device. When the fse arrived at the facility he verified the power and video connections behind the monitor as well as the connections to the video processor and found them all to be securely connected. The fse then moved each connection and found no image loss. At that time, the customer stated that the image was displaying properly on the 3rd party image capture computer, but when the image was lost, it was lost only on the monitor itself. The fse observed the unit throughout multiple procedures, and was unable to reproduce the originally reported event. Fse requested if this event occurred again, that the customer closely document the conditions of the failure, including the scope model and serial number. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was experiencing intermittently image loss during an unspecified procedure. According to the initial reporter, the procedure was completed using the subject device as the image would only disappear for a second or two, then reappear. There was no negative impact to the patient reported.